Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ (B)(6). Patient ID: (B)(6). As reported via legal documentation the patient had a right knee replacement on (B)(6) 2012. Approximately 9 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. The patient's operative report notes complete failure of the polyethylene posteriorly resulting in wear of the metal femoral component into the medial tibial component. The patient's surgeon notes black synovial tissue and metal on metal debris. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(6), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿p.

Event description:
As reported via legal documentation the patient had a right knee replacement. Approximately 9 years and 4 months after the initial procedure the patient had a right knee revision. The patient's operative report notes complete failure of the polyethylene posteriorly resulting in wear of the metal femoral component into the medial tibial component. The patient's surgeon notes black synovial tissue and metal on metal debris. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.